Event description:
An eye care practitioner reported that a pt presented in 2004 experiencing moderate redness, watery discharge & moderate pain in their left eye that had persisted for six days. The pt had continued to sleep in their lenses. Wear history for focus night & day lenses on continuous wear schedule. Exam revealed small central ulcer with pinpoint/stipple staining, epithelial in depth. No anterior chamber reaction. Diagnosis stated as bacterial keratitis secondary to contact lens wear. Pt instructed to discontinue lens wear & prescribed zymar qid & artificial tears prn. Follow up visit 3 days later noted no staining & alrex added to treatment regimen. Event resolved with no loss of visual acuity & no scar. No further info is available at the time of this report.